Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible early elective replacement indicator (eri) battery depletion of a leadless implantable pulse generator (ipg) due to high thresholds. The device was inactivated and replaced. No patient complications have been reported as a result of this event.